Event description:
A discordant, falsely low prostate specific antigen (psa) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s) because it did not match the clinical picture of the patient. The sample was rerun on the same instrument and resulted higher. The rerun result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low psa result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the data provided by the customer, an instrument malfunction was not found. The calibration had passed and the quality controls were within range. The sample resulted as expected upon repeat testing on the same instrument. The cause of the of the discordant, falsely low psa result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.